Event description:
Bayer case number: (B)(4) product had went though her uterus pacing the side [uterine perforation] , my wife gave birth to our son [pregnancy with contraceptive device] , device ineffective [device ineffective] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("product had went though her uterus pacing the side") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. In 2016, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion medically important) and pregnancy with contraceptive device ("my wife gave birth to our son"). At the time of the report, the pregnancy with contraceptive device had resolved. The outcome of uterine perforation was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on an unknown date. The reporter considered pregnancy with contraceptive device and uterine perforation to be related to essure administration. The reporter commented: my wife had, you're sure. Put in 2016 in 2021 my wife gave birth to our son. When they did an x-ray. You're product had went though her uterus pacing the side. In danger our child. Because of a legal loophole due to time even though we put in on the lawsuit but we where pushed to the side because you're suits not allowing to go past a date. We will now be telling our store on media and anyone that listens. With pictures I just wanted you to have a heads up of the family that is one of many that thanks you're evil and takes little responsibility. Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray] (date unknown): you're product had went though her uterus pacing the side. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch numbers were available case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.